Event description:
During review of patient's programing history of manufacturer field representative, it was noted that the patient had been programmed unintentionally to 60 minute off time. It is not clear as to when the patient might have been programmed to the 60 minute off time. It is suspected that an interrupted system diagnostic test may have caused a reset in settings and all parameters were corrected except for the off time. Attempts for further information have been unsuccessful to date.